Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are upset about the device and don't think the unit should be on the market. Patient stated they had a problem with the communicator right out of the hospital and now they are having another problem and he is on the road. Patient stated they plugged the handset and communicator in to charge overnight and the back of communicator swelled up and was so hot that they couldn't even touch it and it is not working and the handset did not charge. Patient stated after they unplug the communicator, it cool down. Patient stated they are charging the implant right now but have no way to see the information because the communicator is not working. Patient stated they have adjusted the intensity level but that is not helping. Patient stated the implant turn itself off. Patient stated his feet are hurting and they feel like they are being electrocuted and the stimulator is supposed to help with that and that's one of the reasons they have the implant and to help his lower back. Patient stated he will call back to asked to speak with someone about optimizing the stimulation from the implant. Agent confirmed there is no tissue damage from touching the communicator. Agent asked patient to plug the handset into the outlet and after few mins the handset power on and recharging at 3%. Agent assisted patient with connecting with the recharger app and implantable neurostimulator (ins) is recharging excellent connection, implantable neurostimulator (ins) 40% charged and recharger 75% charged and therapy is off, and patient turn the therapy on. Patient service reviewed device function and handset is functioning as intended and patient continue to say he knows how the devices function because he had them for a long time. The issue was not resolved. An request was sent to the repair department to replace the communicator. Agent reviewed role of patient service and recommend patient consult with healthcare provider ofc for next steps. Due to the nature of the call agent did not ask for therapy issue event date or clarifying information.